Event description:
It was reported that the blue adaptor was loose inside the package and ended up inside pt's wound. The hospital theorized that when the package was opened, the adaptor fell onto the male stand and bounced several times before ending up inside the pt's wound. The pt had an abdominal procedure in oct of 2003 and returned to doctor in may with a knot at the skin surface. Pt believed doctor had left something behind when he performed the surgery in october. Doctor examined and verified blue adaptor inside pt. Doctor had to reopen pt and retrieve the adaptor. Hospital believes the event would not have occurred if the adaptor had been contained within its own individual packaging.